Manufacturer narrative:
Section a2, h4: correction. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported bleeding, lower extremity edema, volume overload and acute kidney injury (aki) could not conclusively be established through this evaluation. It was reported that the patient was admitted to the hospital on (B)(6) 2020, with an increased lower extremity edema. The patient was also found to have volume overload and aki. It was noted that there was bleeding coming from an ostomy stoma. The patient¿s hemoglobin was noted to be low, coumadin was held and packed red blood cells (prbcs) were given. Intravenous (IV) diuretics were also given to the patient. The gastrointestinal (gi) and surgery teams agreed with no intervention required at the time. The patient was notably resistant to gi endoscopy. It was noted that the patient lost 14 pounds during the admission. The patient¿s hemoglobin was higher upon discharge on (B)(6) 2020. The patient was also transitioned back to a diuretic upon discharge. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5, b6, b7: additional information. Section a2: correction.

Event description:
Patient¿s coumadin was held and two units of packed red blood cells were given. Patient was notably resistant to gi endoscopy. Hemoglobin was 9.2 mg/dl upon discharge on (B)(6) 2020. IV diuretics were given and patient lost fourteen pounds during admission. He was transitioned back to 20mg of torsemide standing upon discharge.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the subject was admitted from the emergency room with an increased lower extremity edema. The patient was found to have bleeding from the ostomy. Admitted to hospital for volume overload. Hemoglobin noted to be 6.9 g/dl. 1 unit of red blood cells was given.